Event description:
It was reported that review of device data in the remote home monitoring system noted that this right ventricular (rv) lead exhibited potential loss of capture (loc). Further review noted a ventricular sense come in 5 milliseconds (ms) before a scheduled ventricular pace and in some atrial tachy response (atr) episodes differing amplitude responses were noted for the ventricular pace. Potential fusion was suspected and technical services (ts) recommended programming right ventricular automatic capture (rvac). The health care professional (hcp) planned to make the programming change and continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review of device data in the remote home monitoring system noted that this right ventricular (rv) lead exhibited potential loss of capture (loc). Additionally, the patient's heart rates were showing in the 40 bpm range. Further review noted a ventricular sense come in 5 milliseconds (ms) before a scheduled ventricular pace and in some atrial tachy response (atr) episodes differing amplitude responses were noted for the ventricular pace. Potential fusion was suspected and technical services (ts) recommended programming right ventricular automatic capture (rvac). The health care professional (hcp) planned to make the programming change and continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.